Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective stimulation from her scs system. It was determined the patient's leads migrated. Surgical intervention took place at which time the leads were explanted and replaced. Effective stimulation coverage was reportedly restored. The patient had two model 3186 leads from the same lot implanted as part of her scs system.